Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No frozen screen or display anomalies noted.

Event description:
It was reported that the customer had a black circle on display and the buttons were unresponsive. The customer removed the battery, but the display was not blank, it was still frozen. The blood glucose reading was 114 to 116mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.